Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the patient was complaining of pain, two years and three months post revision. The x-ray report indicated there was breakage of the im nail proximally and a broken distal interlocking screw distally. However, without the x-ray images, or other relevant medical information we are unable to confirm the reported adverse event. Per report, the surgeon plans to schedule the patient for an operative removal of the nail and a replacement of the im nail. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient had a subtrochanteric femur fracture and underwent a right femur intramedullary nailing on (B)(6) 2017. He subsequently developed a nonunion with hardware failure. The patient broke through the hole of the lag screw proximally at that time and underwent a revision surgery on (B)(6) 2018 (it is unknown if it was a s+n device). He was implanted an intertan nail. However, after a few years, the patient was complaining of pain due to a broken hardware of intramedullary nail proximally and a broken distal interlocking screw distally. The patient underwent another revision and was implanted with competitor's devices.